Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer and a cobas 8000 e 801 module at a second site. It was asked, but it is not known if an incorrect value was reported outside of the laboratory. This medwatch will apply to the e411 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the e 801 analyzer. The sample initially resulted with a troponin t value of 22 pg/ml when tested on the e411 analyzer. The sample was repeated twice on the same analyzer, each time resulting with values of 7 pg/ml. The 7 pg/ml value was reported outside of the laboratory to the physicians. The sample was also tested on a cobas 8000 e 801 module at another site, resulting with a troponin t value of 4 pg/ml. The troponin t reagent used on the e411 analyzer was lot number was 345852, with an expiration date of december 2019.